Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that zosyn 3.375 grams in 100ml normal saline was set up as a secondary infusion and programmed to run over four (4) hours (25ml/hr.). However, the bag emptied in 30 minutes. This secondary infusion was connected to the primary line that was infusing maintenance fluids at kvo rate of 5ml/hr. Additionally, it was reported that the bedside rn observed zosyn tubing's drip chamber "dripping at a rapid rate." The rn adjusted the ml/hr. From 25 to 5 and the drip rate did not change. The rn did not mention looking to see if it was backflowing into the primary. There was patient involvement but no harm. The customer stated that although the tubing was saved "saved for biomed but in the business of the day it was accidently thrown away by unknowing staff members, I believe."

Event description:
It was reported that zosyn 3.375 grams in 100ml normal saline was set up as a secondary infusion and programmed to run over four (4) hours (25ml/hr.). However, the bag emptied in 30 minutes. This secondary infusion was connected to the primary line that was infusing maintenance fluids at kvo rate of 5ml/hr. Additionally, it was reported that the bedside rn observed zosyn tubing's drip chamber "dripping at a rapid rate." The rn adjusted the ml/hr. From 25 to 5 and the drip rate did not change. The rn did not mention looking to see if it was backflowing into the primary. There was patient involvement but no harm. The customer stated that although the tubing was saved "saved for biomed but in the business of the day it was accidently thrown away by unknowing staff members, I believe." Received a copy of the customer's medwatch report from FDA which states, "fourth infusion was initiated and noticed that the infusion was near complete after 30 minutes. The pump was programmed correctly and reviewed with secondary nurse."

Manufacturer narrative:
Correction: describe event or problem, FDA notified? Additional information : report source other, report source.

Event description:
It was reported that zosyn 3.375 grams in 100ml normal saline was set up as a secondary infusion and programmed to run over four (4) hours (25ml/hr.). However, the bag emptied in 30 minutes. This secondary infusion was connected to the primary line that was infusing maintenance fluids at kvo rate of 5ml/hr. Additionally, it was reported that the bedside rn observed zosyn tubing's drip chamber "dripping at a rapid rate." The rn adjusted the ml/hr. From 25 to 5 and the drip rate did not change. The rn did not mention looking to see if it was backflowing into the primary. There was patient involvement but no harm. The customer stated that although the tubing was saved "saved for biomed but in the business of the day it was accidently thrown away by unknowing staff members, I believe."

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.